Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced a needle piercing through the catheter during introduction. Unfortunately we just had another incident with a 24g angiocath. IV was being placed and the catheter had shredded that meant that when they attempted to insert the needle, it wouldn¿t pierce the skin easily because it was covered by a thin layer of catheter and then once they did get it to go through it shredded the end of the catheter so they couldn¿t advance easily.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: one catheter adapter assembly, a needle cover, and the opened package from lot 0265143 was received by our quality team for evaluation. Upon inspection of the received unit for lot 0265143, it was identified that damage to the catheter is present and red media is present around the catheter damage; therefore, the incident could be verified for that lot. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Microscopic inspection revealed that the observed abnormality has the characteristics of a needle through catheter spear. The observed damage matches that of a spear through created when twisting the needle as threading it forward through the catheter. As the device has been used the red color is most likely dried media from venipuncture. During manufacturing a spear through can be created; however, this typically shows up in a symmetrical v shape damage and arrives to the customer speared through the catheter. Performing venipuncture with the needle pierced through the catheter would be extremely difficult and the catheter would be unable to insert into the skin and likely cause pain to the patient. Retraction of the needle cannot result in a spear through unless mishandling is involved as the needle retracts straight backward in one motion. In order for the needle to pierce the catheter wall the point would need to pierce through the wall while being inserted into the catheter and not retracting. During use a spear through may be created by moving the cannula up and down the catheter tubing or advancing the needle at the wrong angle. As the device has been used and venipuncture was attempted the defect likely originated due to user error. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced a needle piercing through the catheter during introduction. Unfortunately we just had another incident with a 24g angiocath. IV was being placed and the catheter had shredded that meant that when they attempted to insert the needle, it wouldn¿t pierce the skin easily because it was covered by a thin layer of catheter and then once they did get it to go through it shredded the end of the catheter so they couldn¿t advance easily.